Event description:
Poor image quality when the depth is on 6.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality when the depth is on 6 was unconfirmed. The scanner was inspected, the image looked normal when compared to another in house sr8. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number dybpac551 showed no other similar product complaint(s) from this serial number.

Event description:
Poor image quality when the depth is on 6.